Event description:
Sorin group (B)(4) received a complaint reporting reduced performance of the dideco compactflo evo oxygenator during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further issues. There was no report of pt injury.

Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the dideco compactflo evo oxygenator. This oxygenator is not sold in the united states and therefore has no 510(k) number but it is similar to the primox oxygenator system which is sold in the united states, under 510(k) number k050447. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a complaint reporting reduced performance of the dideco compactflo evo oxygenator during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further issues. There was no report of pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.